Event description:
It was reported that the ilet pump displayed restart code 38 indicating repeated motor stalls after priming and rewinding, required multiple restarts to function, and the user transitioned to backup insulin when blood glucose reached 400 mg/dl and meal announcements could not be performed. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and the need to use backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery and warranted device replacement.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.